Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was 'completely broken'. The physician elected to replace the lead with new rate sense lead of the same model.